Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter was 468 mg/dl (ss) and 355 mg/dl (hcp) respectively (32% difference). No symptoms were reported. There was no allegation of harm.